Event description:
It was reported that the lancet protrudes beyond the end cap of the device.

Manufacturer narrative:
Section h4: the year is the only known part of manufacture date. We have defaulted to the first of the year. The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Manufacturer narrative:
Correction - device information was updated in section d1 and d2a. Correction - catalog # and unique identifier (UDI) # was updated in section d4.